Event description:
It was reported that the patient had right ventricular failure and multiple recurrent low flow alarms. Log files were submitted for review and contained clusters of persistent low flow hazard events on (B)(6) 2024 between 8:00pm to 10:39pm. The patient experienced increased lactate dehydrogenase (ldh) on (B)(6) 2024 and it was suggested to have an echocardiogram or computed tomography to rule out obstruction.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between (B)(6) and the reported events cannot be conclusively determined. Low flow alarms were confirmed via the submitted log files; however, a specific cause cannot be conclusively determined. The submitted log files contained overlapping events and data captures spanning from (B)(6) 2024 to (B)(6) 2024. Intermittent low flow alarms were captured on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024. The pump appeared to have been operating as intended at the fixed speed. Additional information regarding the event was requested from the account; however, nothing further has been communicated at this time. The patient remains ongoing on (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (IFU) is currently available. Section 1, "introduction," outlines potential adverse events, including right heart failure and hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, "patient care and management," explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The instructions for use notes that pump flow is estimated from the pump power. This section cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ section 7, "alarms and troubleshooting," outlines all visual/audio alarms and what action(s) should be performed when they occur is also provided. No further information was provided. The manufacturer is closing the file on this event.